Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption #e2007003. Device evaluation summary: during the analysis of the product a tear was found running from the anterior aspect to the posterior aspect measuring 16.2 cm approximately. No additional anomalies were observed since authorization for return and examination of medical device form was not signed and/or returned to mentor, therefore mentor product analysis lab was precluded from further evaluating the device. A tear may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. A manufacturing record evaluation was performed for the finished device number 5759255, and no non-conformances related to the reported complaint condition were identified. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the rupture was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: capsular contracture, rupture. Concomitant product: mentor memorygel 250cc silicone breast implants, catalog number 3502501bc, lot number 5715843. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 275cc silicone breast implants which the right side ruptured , and had issue with capsular contracture, baker grade unknown after implantation. The issue of capsular contracture was diagnosed. As a result patient underwent bilateral removal on (B)(6) 2019.